Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific just recently received information that that this left ventricular lead dislodged one day post implant.